Event description:
The site reports the event is not related to the enb procedure.

Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2015. The patient died on (B)(6) 2016 following a diagnosis of primary lung cancer. The site reported the patient's death was not related to the superdimension device.